Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard their device tone. An interrogation report showed this was due to high undefined impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The lead was tested and serial impedances were done. The svc alert was turned off and the svc coil is still active. An interrogation will be repeated in 3 months. The lead remains in use. No patient complications have been reported as a result of this event.